Manufacturer narrative:
H11: the actual device was not available; however, a photograph and video of the sample was provided for evaluation. Visual inspection of the photo and video showed that there is a leak at the level of the drain bag sealing near the stopcock. This component is provided by a baxter supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was determined to be related to supplier manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the drain bag of a prismaflex m150 set was damaged and leaked during continuous renal replacement therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.